Event description:
Multiple instances of the minicap falling off the transfer set. In all instances the transfer set was replaced. No pt injury or medical intervention was associated with these incidents per the nurse.